Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. A visual inspection of 7 companion samples was conducted. The visual examination did not observe any product defects or abnormalities. No further information is available at this time.

Event description:
The consumer stated that when removing the tampon, it fell apart into multiple pieces. Consumer was confident she was able to remove the remaining pieces and medical attention was not required. Consumer reported she was satisfied, no further follow ups are tasked.